Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device problem code 2911 captures the reportable event of label incorrect one used. Block h10: a fully deployed wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was uncovered and did not match with the reported upn. The shipping mandrel was returned inside the delivery system. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the directions for use. Per dfu, " the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." However, according to the complainant, the stent was to be implanted to treat a perforation in the common bile duct. The reported event of incorrect label was confirmed. The upn reported was for a fully covered stent; however, the stent received for device analysis was uncovered. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. However, despite passing the controls and inspections as per the DHR, the investigation concluded that the reported event of incorrect label is traced to manufacturing process. Therefore, the most probable cause is manufacturing deficiency. An investigation is in place to address this issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-03281 for the first wallflex biliary stent and 3005099803-2020-03282 for the second wallflex biliary stent. It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a perforation in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, a wallflex biliary covered stent (the subject of MFR. Report # 3005099803-2020-03281) was deployed successfully; however, post stent deployment, it was noticed that the stent was uncovered. The stent was removed with rat tooth forceps and ex vivo it was confirmed that the stent was uncovered. A second wallflex biliary covered stent (the subject of this report) was opened, however, upon checking the second stent outside the patient, the second stent was also found to be an uncovered stent. The second wallflex biliay stent was never introduced into the patient. The procedure was completed with a boston scientific plastic stent. A photograph provided by the complaint showed the label for a covered stent and another photograph showed a photograph of an uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was implanted to treat a perforation in the common bile duct. Per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device problem code 2911 captures the reportable event of label incorrect one used. Block h10: a fully deployed wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was uncovered and did not match with the reported upn. The shipping mandrel was returned inside the delivery system. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the directions for use. Per dfu, " the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." However, according to the complainant, the stent was to be implanted to treat a perforation in the common bile duct. The reported event of incorrect label was confirmed. The upn reported was for a fully covered stent; however, the stent received for device analysis was uncovered. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. However, despite passing the controls and inspections as per the DHR, the investigation concluded that the reported event of incorrect label is traced to manufacturing process. Therefore, the most probable cause is manufacturing deficiency. An investigation is in place to address this issue. Block h11: correction: sections h7 and h9.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-03281 for the first wallflex biliary stent and 3005099803-2020-03282 for the second wallflex biliary stent. It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a perforation in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, a wallflex biliary covered stent (the subject of MFR. Report # 3005099803-2020-03281) was deployed successfully; however, post stent deployment, it was noticed that the stent was uncovered. The stent was removed with rat tooth forceps and ex vivo it was confirmed that the stent was uncovered. A second wallflex biliary covered stent (the subject of this report) was opened, however, upon checking the second stent outside the patient, the second stent was also found to be an uncovered stent. The second wallflex biliay stent was never introduced into the patient. The procedure was completed with a boston scientific plastic stent. A photograph provided by the complaint showed the label for a covered stent and another photograph showed a photograph of an uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was implanted to treat a perforation in the common bile duct. Per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-03281 for the first wallflex biliary stent and 3005099803-2020-03282 for the second wallflex biliary stent. It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a perforation in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, a wallflex biliary covered stent (the subject of MFR. Report # 3005099803-2020-03281) was deployed successfully; however, post stent deployment, it was noticed that the stent was uncovered. The stent was removed with rat tooth forceps and ex vivo it was confirmed that the stent was uncovered. A second wallflex biliary covered stent (the subject of this report) was opened, however, upon checking the second stent outside the patient, the second stent was also found to be an uncovered stent. The second wallflex biliay stent was never introduced into the patient. The procedure was completed with a boston scientific plastic stent. A photograph provided by the complaint showed the label for a covered stent and another photograph showed a photograph of an uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was implanted to treat a perforation in the common bile duct. Per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.